Event description:
It was reported that; on (B)(6) 2015, c2-7 reflex surgery for opll was performed. After implantation of plate and screws, the surgeon extracted them once because the plate position was bad. At that time, two inner shafts of extractor were broken. The plate and screws were pulled out together forcibly. After that, other new products were used and finished the surgery.

Event description:
It was reported that; on (B)(6) 2015, c2-7 reflex surgery for opll was performed. After implantation of plate and screws, the surgeon extracted them once because the plate position was bad. At that time, two inner shafts of extractor were broken. The plate and screws were pulled out together forcibly. After that, other new products were used and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip fracture during surgery. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the likely mode was too much torsional force applied causing fracture.